Event description:
During radical prostatectomy surgeries using the device in the salvaged autologous blood return line, hypotension was observed in three patients during salvaged blood reinfusion.

Event description:
Per oos, this sys was removed due to infection. Setrox s 53, (B) (4), MDR 1028232-2010-00215. Setrox s 45, (B) (4), MDR 1028232-2010-00216.

Manufacturer narrative:
Lot number 0751041 was manufactured on 12/12/2007 and expires on 12/12/2012 and was 14 months old at the time of the event. Unless substantially significant information becomes available, this constitutes a final report. Device not returned to manufacturer.